Manufacturer narrative:
Concomitant products: product ID: 3057, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated they felt heat with one of their leads. The trial lead was hot. The patient was assisted in decreasing stim for comfort which it did a bit.